Event description:
It was reported that the implantable pulse generator (ipg) of the patient was discharged. The patient underwent an ipg replacement procedure and was doing well postoperatively. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware.